Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer disconnect the call. Complaint resolved by training during the time of the call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose results. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. Customer feels well and did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed the test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Call received by pharmacist and states meter was reading lo display. Pharmacist testes with the meter and obtained 20 mg/dl. Daughter was on the phone briefly and states she had 3 deaths in the family and doesn't have the patience. Pharmacist opened a new vial and obtained 103 mg/dl non-fasting. Asked daughter about replacing the system and she states she needs to get home to her mother to make sure she is ok. I advised daughter of proper storage technique. Daughter states she will have to call back another time when she is home, she has to go. Daughter disconnected the call. I tried calling the number provided and mailbox is full. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.